Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. During the hospitalization the blood glucose reading was 487mg/dl. Customer removed the infusion set, and cannula was filled with blood. Changed infusion set, and customer's blood glucose level was fine. Insulin pump passed the high pressure test. The blood glucose reading was 162mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.